Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during placement of a c-line, the sheath tubing broke off from the hub while the sheath was in the patient's body. The tubing currently remains in the patient's body. Removal of foreign body is not yet planned. The patient's condition is stable. A CT was taken and no foreign body was observed.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. Root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were identified. A review of the complaint database was performed and no similar complaints for this lot number were identified.